Event description:
Customer reported a malfunction on pump. There was no reported adverse impact to the customer. Technical support provided information on how to reset the pump and assisted the customer in completing the reset process. After the reset, the malfunction code did not reoccur, and the customer was able to continue using the pump.